Event description:
It was reported that the device exhibited loss of capture on all three channels and low, out of range, measurements for both hv and pacing lead impedances. The device had recently delivered many appropriate therapies due to a (B)(6) storm. The following day the device exhibited normal impedance values and normal capture on the atrial and right ventricular channels. However, following further appropriate therapies, the device again exhibited loss of capture and out of range impedance values. The device was explanted and replaced without complication.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field events of output and impedance anomalies were confirmed in the laboratory. The device was tested on the bench and low impedance measurements and no pacing output was noted. Further evaluation noted an anomalous component on the hybrid. The cause of the field event was due to the anomalous component on the hybrid.

Manufacturer narrative:
.